Event description:
Cracks at the inner side of the grip parts were found upon inspection of the returned loner kit from the hospital. There was no report from the hospital on this issue. Therefore, there is no info as to how these cracks were formed.

Manufacturer narrative:
Investigation in progress, but not yet complete.